Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for np sleeve placed in the opposite direction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that poor sleeve function was found before use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "the rubber sleeve was installed on opposite direction."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor sleeve function was found before use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "the rubber sleeve was installed on opposite direction."